Event description:
Procedure was performed in (B)(6). Customer stated that after procedure with the closurefast catheter was removed and they noticed that the coating was charred. Investigation of the returned closurefast catheter on (B)(6), 2015 found that the fluorinated ethylene propylene (fep) coating over the radiofrequency coil exhibited an area of bubbling and exposed coil. The area of the coil exposed exhibits a black coloration.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4).